Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.31 on a (B)(6) female patient. There was no additional patient information available at the time of this report. (B)(6). There were no injuries reported with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 05/19/2015. Retain cartridges were tested and are functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
(B)(4).